Manufacturer narrative:
Investigation under iaca is ongoing.

Event description:
An aa4203tl model lens, diopter 20.5, was damaged as it was ejecting from an msi-p1 injection system. There was no patient contact or injury. The facility indicated the injection system was the cause.